Event description:
It was reported that the left ventricular lead exhibited high thresholds. The lead was explanted and replaced. The condition of the patient was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This follow up is to retract the erroneous MDR submitted for device model 1084t/54, serial (B)(4) and sequence number 2017865-2014-09530 on (B)(6) 2014. No MDR was necessary for this record.